Manufacturer narrative:
Customer reported on 4 devices with unknown serial numbers. This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: the consumer reported experiencing issues with 4 adc freestyle libre sensors. Two sensors failed, one within 4 hours of activation and one two days early. Additionally, the sensors regularly under read and received "lo" (readings less than 40 mg/dl) compared to capillary reading of 99 mg/dl. Sensor readings above 170 mg/dl seemed to over read by 10-20 points. However, there were no adverse events associated with the reported issues. There was no report of death or permanent injury associated with this event.